Event description:
Customer called to complain about getting an error message when doing a standard strip calibration test. The complaint was confirmed from troubleshooting by phone. The defective device was replaced and returned for investigation.